Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to zoll (B)(4) for investigation on 10/03/16. Investigation results as follows: historical review of the complaint was performed and no other related complaint was reported for autopulse with serial number (B)(4). Visual inspection of the returned platform was performed, the short black cover was noted to be cracked. Autopulse is a reusable device and was manufactured in 09/26/2011. The damage found is characteristic of normal wear and tear for the life of the device. There was also internal blood contamination noted. A review of the archive was performed and ua 45(not at "home" position after power-on/restart) was noted. The device passed functional test. However, load cell characteristics check was failed. One load cell failed the test, which is unrelated to the reported complaint. Also the encoder was found to be defective. In summary the customer's reported complaint is confirmed. The root cause for the reported complaint is related to the defective encoder. After encoder was replaced, ua 45 was cleared. The load cell was also replaced.

Manufacturer narrative:
The autopulse platform in complaint has not been returned for investigation. A supplemental report will be filed when the device is returned and investigation has been completed.

Event description:
It was reported that during testing at zoll (B)(6) location user advisory(ua) 45(not at home position after power on/restart) was noted. Technical support tried to set the device to homeposition however it was not possible to clear ua 45. No patient involvement was reported.